Event description:
A customer reported "no vacuum." The timing of the event is unk. The level of pt involvement is unk. Add'l info has been requested but has not yet been received.

Manufacturer narrative:
The company rep examined the system and could not duplicated the problem reported. The system was then tested and met all product specs. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause cannot be determined. (B)(4).